Event description:
The patient was implanted with two leads from the same lot. It was reported the patient fell down the stairs and after which her stimulation changed. Surgical intervention was undertaken to replace the patient's leads and effective stimulation was recaptured. The explanted devices will not be returned to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.